Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an error when plugged into tower. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, e1 zip code, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes for the alleged failure of communication error is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.